Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results obtained of hi. The customer¿s expected am fasting blood glucose test result is 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was 429 mg/dl non-fasting using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/31/2024 and open vial date is 2-3 weeks ago. The meter memory was reviewed for previous test result history: result 1: hi, date:(B)(6) 2024, time: 5:39pm, non- fasting. Result 2: 311 mg/dl, date:(B)(6) 2024, time: 9:20am, fasting. Result 3: 340 mg/dl, date:(B)(6) 2024, time: 8:41am, fasting. Result 4: 251 mg/dl, date:(B)(6) 2024, time: 9:51am, fasting. Result 5: 158 mg/dl, date:(B)(6) 2024, time: 8:57am, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer unable to perform follow-up call to customer to ensure the initial concern is resolved - customer did not provide contact information.